Event description:
The customer reported that he had received button error and no delivery alarms on the insulin pump. The no delivery alert occurred once while running a bolus and once while a basal was delivering. The customer stated the no delivery alarm was resolved with a complete set change and troubleshooting could not be performed as this was a past occurrence. The no delivery alert indicated there was a possible occlusion with either the infusion set or reservoir or both. The customer did not recall any significant events leading to the button error alarm. He was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer's blood glucose was not known at the time of the button error alarm, but he stated that it was 350 mg/dl during the no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The no delivery alarm could not be verified due to the unresponsive button. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.